Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided for some of the occlusions, however, dates are unknown. Elevated blood glucose was addressed with a correction bolus via the pump and manual injections if those measures were insufficient. The customer changed supplies and resumed insulin therapy.